Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a low reservoir anomaly and an unresponsive keypad. The customer's blood glucose levels were unknown at the time of the incident. Troubleshooting was not performed. No other information was provided. The insulin pump is not returning for analysis.